Event description:
It was reported when using the bd vacutainer® sst¿ ii advance one device ruptured while spinning in the centrifuge. Sample leaked and the previously discharged patient returned to the facility for recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of the photographs does depict a broken tube. A visual examination of 100 retained samples revealed no damaged tubes. Functional tests were conducted on eight retained samples and none of the tubes broke or showed signs of cracking post-centrifugation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube based on photo evidence. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance one device ruptured while spinning in the centrifuge. Sample leaked and the previously discharged patient returned to the facility for recollection. No adverse impact was reported regarding the patient or user.